Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. Sys operates as intended.

Event description:
Customer reported the system shut down during a case. No pt injury was reported.